Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: post image of manta deployment showed blood clot in the vessel. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a higher positioned access in the right common femoral artery. There was no reported calcification or tortuosity and there were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 5+1 and the device was deployed at the correct depth. Systolic blood pressure was less than 180mmhg and act was 125. Both heparin and protamine were administered intravenously during the procedure. Time to hemostasis was immediate. As per the physician, the patient had a calcified aorta and a low post act at 125 and the sheath sat for a bit which could have caused the clot. They used angio jet to remove the clot. The manta device was correctly positioned. No harm was reported to the patient and no complications were reported from the blood clot in the vessel.

Event description:
It was reported that: post image of manta deployment showed blood clot in the vessel. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a higher positioned access in the right common femoral artery. There was no reported calcification or tortuosity and there were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 5+1 and the device was deployed at the correct depth. Systolic blood pressure was less than 180mmhg and act was 125. Both heparin and protamine were administered intravenously during the procedure. Time to hemostasis was immediate. As per the physician, the patient had a calcified aorta and a low post act at 125 and the sheath sat for a bit which could have caused the clot. They used angio jet to remove the clot. The manta device was correctly positioned. No harm was reported to the patient and no complications were reported from the blood clot in the vessel.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound guidance were utilized to gain higher-positioned access. Vasculature was clear of calcification or tortuosity, with a depth measurement of 7.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following the tavr procedure, heparin and protamine were administered, activated clotting time (act) was 125, and systolic blood pressure was less than 180. An 18f manta closure device was deployed to the measured depth in the right common femoral artery, following deployment, hemostasis was immediate. A post-procedure angiogram indicated the manta was correctly positioned and a blood clot was present in the vessel even though the blood clot did not cause any complication within the vessel. The physician chose to use a mechanical thrombectomy device to remove the clot. The patient did not experience any harm, injury, or health consequence from this event and the patient outcome post-procedure was fine. Following the case, the physician mentioned the patient had a calcified aorta, low post-procedure act at 125, and the sheath sat a bit which could have contributed to the cause of the clot. The IFU states the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and thrombosis formation or embolism. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to deep vein thrombosis.